Event description:
It was reported that a patient underwent a supraventricular tachycardia ablation with an octaray mapping catheter and the patient experienced cardiac tamponade that required pericardiocentesis. Prior to the procedure, there was no pericardial effusion. After brockenbrough method (bb), the octaray was approaching to left atrium (1p2s) and was mapping the left atrium. The pace was not matched tachycardia, so mapping again under right ventricle (rv) was attempted. At that time, it was found that blood pressure was not increased. Pericardial effusion was detected by checking pericardial fluid by a sound star eco catheter. No error code. Pericardiocentesis was performed, the procedure was cancelled, and the patient returned to "hcu" (high care unit). Atrial septal puncture was performed with rf (radiofrequency) needle. Ablation was not performed before pericardial effusion or tamponade was confirmed. Steam pop was not confirmed. Patient required extended hospitalization. The physician's opinions on the relationship between the event and the product (comments): it was unknown whether bb was the cause or not. After bb, the patient moved his body. The junior physician was conducting mapping partially. There was the possibility that the cause was the catheter operation with the octaray. The physician commented that the octaray used this time was not defective.

Manufacturer narrative:
E1 initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31212706l and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2024, bwi received additional information regarding the event. The e1 initial reporter details were updated with the physician's identity. The physician's opinion on the cause of the event is the procedure itself. Ablation was not performed. No error messages were noted on bwi equipment. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).